Event description:
A 3.0mm diameter x 18mm length medtronic ave s670 rapid exchange stent delivery system was inserted into a tortuous right coronary artery. Pre-dilatation was performed to the target lesion in the mid-right coronary artery, however pre-dilatation was not performed to the calcified proximal coronary artery. It was not possible to cross the target lesion and multiple attempts to push the stent delivery system to the lesion and frequent repositioning of the guide catheter. Therefore the stent and stent delivery system were removed, however upon removal the stent dislodged from the stent delivery balloon into the proximal right coronary artery. Attempts to insert a guidewire through the undeployed stent were unsuccessful, and there was no further attempt to remove the undeployed stent. The stent remains in the pt's right coronary artery. The pt was stablilized and admitted to the intensive care unit. There was no report of additional clinical sequelae reported relative to the event.